Manufacturer narrative:
.Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is scheduled for vns revision as he will be undergoing wound debridement at the vns site. It was reported that the patient was implanted and started having issues with the incision site in the neck a few months later. Wound cleaning was completed and there was no infection but the wound just wasn't healing well in terms of being a little crusty and some granular tissue around the wound. Everything else is fine and the device is working with no issues. Diagnostics all ok and lead is fine. There was no pain or discomfort reported, only constant drainage that wouldn¿t go away, even after a round of antibiotics. Both the neck and chest incision have been cleaned out and the device is back in and working as normal (confirmed that impedance and battery are both okay). No replacement was needed. The cause was unclear. The physician believes the patient either had been picking or manipulating the site or the patient¿s body was rejecting the implant, but was not certain of either. The site was said to have healed normally until about 4 months after implantation when it started exhibiting the issues reported earlier and the parents did not report that the patient had been picking at the site. Both lead and generator were hp sterilized prior to distribution. No additional relevant information has been received to date.